Event description:
Patient was scheduled for a cardiac catheterization and angioplasty. During the procedure, the physician had some difficulty crossing a lesion. A second physician was called in to assist. The lesion was crossed and dilated. The distal end of the shaft of the catheter broke off during inflation of the balloon. The piece was retreived without surgical intervention. The patient lost a significant amount of blood and a corresponding hemoglobin dropdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.